Manufacturer narrative:
Zoll medcial corporation has received the product.

Event description:
Complainant alleged that during biomed testing the device's display was scrambled and could not be read. Complainant indicated that there was no patient involvement in the reported malfunction.